Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer also reported experiencing high blood glucose of 450 mg/dl, which was treated with manual injection. The customer stated that he changed the infusion set and insertion site, and the insulin pump would work for a few days before alarming no delivery again. He declined to complete the troubleshoot process, advising that he would change everything out instead, since he was nearly out of insulin in the current reservoir. He stated that he would change the set and call back if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.